Manufacturer narrative:
Failure analysis noted that the insulin pump had intermittent button response due to corroded keypad traces. There was no moisture damage inside the pump. The pump had scratched lcd window, cracked case display window corner, cracked reservoir tube lip and cracked belt clip slot. (B)(4).

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 199 mmol/l at the time of incident. The customer stated that she jumped in the pool with the pump. The customer stated that the act button did not work and had to press numerous times to deliver a bolus. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.